Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawers 1.1 and 1.2 have failed and were displayed a device not detected on bus error. The customer attempted to recover the affected drawers; however, they continued to report as not detected. Troubleshooting steps performed including rebooted the device and conducted a full power cycle by unplugged the station for approximately 10 minutes before reconnected and restarted it. Despite these efforts, the drawers remained failed and unrecoverable. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was caused by loose or improperly seated ribbon cable connections. A field service engineer found drawers 1.1 and 1.2 were not detected on the bus and reseated the row ribbon cables at the controller boards to restore connectivity. The system functioned as intended after the field service engineer repaired the device.